Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a small dent in the device case. Body fluid was also noted in the lead barrels and seal plug cavities. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the rate/sense channel which was oversensed and resulted in an inappropriate shock. High out of range pacing impedance measurements and loss of capture at high outputs were also observed. It was reported the patient experienced a blow to their device area. Noise was recreated in clinic by pressing on the device near the radio frequency (rf) antenna. Additionally, intermittent loss of rf telemetry and wanded telemetry was experienced. An invasive procedure was performed. This device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This device was returned for analysis. This report will be updated when analysis is complete.